Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was relocated due a discomfort. The ipg remains implanted, and the patient was doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.